Event description:
It was reported that an x-tip drill tip broke in the cortical plate bone while being used by one of the clinic dentists. The broken segment was surgically removed and reportedly, the patient healed well.